Event description:
It was reported that the insulin pump was returned as a donation insulin pump. The blood glucose reading was not provided. Upon failure analysis, it was found that the insulin pump had a blank display due to an issue related to the liquid crystal display board. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to unlocked keypad connector on the liquid crystal display board. A functional check could not be performed, including the rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self, error alarm tests and all operating current test due to the blank display. The insulin pump was received with a minor scratched display, cracked reservoir tube lip, and cracked reservoir tube window through to the reservoir tube.